Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n280282013, implanted: (B)(6) 2011, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-jan-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of .640 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient was experiencing some discomfort at the pump pocket site. The pump was refilled, and everything seemed to be fine concerning diagnostic testing. There were however issues with the catheter as well. A pump pocket revision was performed. The physician went into the pump pocket site and repositioned the pump. He then used the suture loops on the pump to suture it down and keep it in place in. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient stated he had been on a flight with a lot of turbulence that may have repositioned the placement of the pump. The issue was resolved as of the date of the report (B)(6) 2020). The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 at which time it was clarified that the patient felt it could have been possible that the flight caused the pump to move due to the turbulence. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated there was no issue with the catheter. The catheter was never affected. No actions were taken to resolve any catheter issues. The pump was in an uncomfortable position f or the patient so the physician moved it.